Manufacturer narrative:
Product evaluation: the lens was returned wrapped in gauze. Blood, solution and gauze fibers were dried on the lens. The optic was cut from the edge across the center of the optic. Scratches were observed near the optic edge. The lens had haptic t-welds. The optic had a clear edge. The lens was cleaned with lphse. Damage was observed, which had the characteristic of damage caused by a yag laser. The lens appeared clear other than the damaged areas. The lens dimensions were evaluated. The lens dimensions and clear optic edge may indicate the lens was a specific model. The manufacturer produced lenses with haptic t-welds until (B)(6) 1998. The power and resolution could not be verified due to the optic damage. The provided photos were reviewed by a director of global quality and customer affairs (gqca). Review of the provided photographs indicated the presence of what appeared to be granular deposits. The front surface of the iol had what appeared to be an homogenous haze on the front surface of the iol below the granular deposits throughout the visible portion of the iol. Visible within the blue reflex is an opening in the posterior capsule from a previous yag capsulotomy. Within the area of the iol that was visible there appeared to be multiple diffuse refractile particles. It is difficult to determine the location or the etiology of these particles. Particles within the body of the iol are referred to as microvacuoles or glistenings. No deposits were visible on the surface of the iol. There were no granular deposits visible on either the front surface or within the body of the iol. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported complaint could not be determined. It was indicated the lens was implanted nearly 30 years ago (date not provided). The homogenous haze located on the front surface of the iol may be caused from sub surface nano glistenings (ssng) but due to the quality of the image, we are unable to determine the etiology of the deposits and/or the haze. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, an intraocular lens (iol) was implanted almost 30 years ago, but it became invisible, so it was removed. Turbidity such as glistening or ssng was confirmed. When performed the iol removal surgery, epi retinal membrane removal and vitrectomy surgery were performed at the same time. Additional information was requested.